Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the damaged hardware. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w 4.10d. Retainer ring = missing. On (B)(6) 2021 customer alleged the pump having hard ware damage. The unit p-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. Pump received with missing retainer ring. Therefore, unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked battery broken belt clip rails, broken reservoir tube lip, missing reservoir tube o-ring. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when detached retainer and missing reservoir tube o-ring. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.